Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the pb540 ventilator had a no air flow while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of this event.